Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. Analysis was unable to verify for battery out of limit alarm due to no button response. No unexpected restart noted during testing. The insulin pump was received with scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 151 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.